Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the packing coil lp was able to advance through its introducer sheath and a demonstration microcatheter with resistance due to the kinks in the pusher assembly. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure to treat a gastrointestinal bleed (gi bleed) of the gastroduodenal artery (gda) using packing coil lps and a non-penumbra microcatheter. During the procedure, the packing coil lp would not advance into the hub of the microcatheter. Therefore, the packing coil lp was removed. The procedure was completed using other packing coil lps and the same microcatheter. There was no report of an adverse effect to the patient.